Event description:
The customer called with concerns that the insulin pump was not delivering insulin accurately. The customer declined troubleshooting at this time. The customer stated that she will use her back up insulin pump for now, and will call back for troubleshooting as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.